Event description:
During follow up, undersensing and loss of capture were observed on the atrial lead. Diagnostic imaging was performed which confirmed lead dislodgement. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found a cut consistent with explant damage. The helix extension length was measured to be within product specification. Electrical testing did not find any indication of conductor fractures. The reported events of lead dislodgement, undersensing, and no capture were not confirmed.